Event description:
It was reported that paravalvular leak (pvl) and death occurred. The patient's anatomy was severely calcified 'porcelain' aorta. The anatomy was straight up and down with no bulbus at the aortic root. Balloon aortic valvuloplasty was performed and then a 23mm lotus edge valve was advanced. Upon deployment, there was difficulty locking. Three partial re-sheaths were performed in accordance with the directions for use. The valve was successfully implanted, however, there was a severe pvl. A non boston scientific vascular plug was used in an attempt to repair the pvl, which was unsuccessful. The patient was sent to recovery in stable condition with severe aortic pvl. One day later, the patient died. The cause of death was aortic insufficiency. Autopsy was not performed.